Event description:
The customer contacted spacelabs healthcare technical support to report that a qube bedside monitor lost all audible alarms. The customer confirmed that visual alarms and appropriate alarm messages were still functional. There was no reported patient or user harm reported in association with the event. Spacelabs technical support advised the customer to disassemble the monitor and check all connections and swap out the cpu pcba if necessary. In a follow up call, the customer confirmed that the issue was resolved following the replacement of the cpu pcba. The reported issue was due to a faulty cpu pcba.